Event description:
It was reported that during implant attempt of a new device and lead, there was high coil impedance greater than 200 ohms. The lead was not used and was replaced. The second lead also had high coil impedance greater than 200 ohms. The device was not used and was replaced. When the second lead was connected to the second device, impedance measurements were normal, so the second lead was left in use with the second device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): upon analysis, no anomalies were found. (B)(4) the full lead was returned and analyzed and no anomalies were found. However, there was blood in/on the helix/lobe mechanism and sleeve head.